Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm that a pod malfunction contributed to the reported medical intervention. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient was reported to have received a manual bolus (of 5 insulin units), administered by their doctor, during a visit for routine care. For an unknown reason, the pod that was in use deactivated during the doctor's visit and the patient didn't have an extra pod with them at the time. The patient's blood glucose levels were reported to be 248 at the time of the visit.